Event description:
The device user (du) reported that the liver was on board for nearly one hour and the arterial flow was less than 0.1 liters per minute (l/min). It was noted that suprahepatic inferior vena cava (ivc) had been tented and there was a slight twist on the hepatic artery (ha) which was cannulated through the splenic. The surgeon placed the ivc on the hepatic veins and no suction events were noted. The clinical specialist (cs) advised that in similar situations other sites have treated the ha for vasospasm. The du confirmed that epoprostenol was being fed into the perfusate. After topical papaverine was administered, flow increased to 0.2 l/min and the surgeon was satisfied with the result.

Manufacturer narrative:
Investigation is currently pending.